Manufacturer narrative:
Device evaluated by manufacturer - it was noted that the burr of the catheter unit was detached from the catheter and was on the guidewire. The burr was removed from the guidewire without any issues. It was noted that the distal coil of the catheter unit was broken. The coil was stretched and the distal broken coil was still attached to the burr. The burr was microscopically examined and no issues were noted with the annulus of the burr. The distal coil was broken and stuck in the proximal burr. The coil was microscopically examined. It was noted that the coil was broken inside the actual burr. The distal coil was stretched and the proximal coil was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is caused by another device. Product analysis of the related advancer unit indicates the advancer unit became defective due to a melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to prevent a melted ultem and ensure the functional use of the device. A melted ultem in the advancer unit would cause the catheter device to stop rotating and therefore could cause the burr to become stuck/lodged in the lesion. Attempts to remove the burr from the lesion using force or by pulling the burr back would cause the distal coil to break as seeing in the product analysis of the returned catheter device. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, burr detachment occurred. The 90% stenosed eccentric target lesion was located in the right coronary artery (rca). The 1.5mm rotalink burr was attached to rotalink advancer per the dfu. Upon the first attempt to advance the burr the burr detached. The detached burr was successfully removed from the patient using a coiled wire. No additional patient complications were reported and the patient status is stable.

Event description:
It was reported that during a rotational atherectomy procedure, burr detachment occurred. The 90% stenosed eccentric target lesion was located in the right coronary artery (rca). The 1.5mm rotalink burr was attached to rotalink advancer per the dfu. Upon the first attempt to advance the burr the burr detached. The detached burr was successfully removed from the patient using a coiled wire. No additional patient complications were reported and the patient status is stable.